Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-jan-2025.

Manufacturer narrative:
PMA/ 510 k #: k210476. Device evaluation: 1 unit of lot c1995042 of echo-hd-3-20-c returned evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 24 sep 2024. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted, distal end of needle examined, and no issue observed, stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and needle advanced as expected from end of sheath, however when needle handle retracted to position 0 the needle did not retract into the sheath, stylet removed from device with difficulty, needle removed from device and needle break observed below sheath extender. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1995042 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the biopsy site. When targeting multiple sites, replace device for each site. " there is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to use error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.8 confirmed that the stylet was not fully in place inside the needle when advancing into the targeted site which is considered use error under the precautions section of the instructions for use. The use error subsequently caused the needle to break below the sheath extender, as noted during the lab evaluation. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the visual and/or functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted when the needle was advanced into the target site.

Event description:
User detected the needle cannot be retracted into sheath after first biopsy done. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No information provided 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site. 5cm 5cm. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus 5. Was gaining access to the targeted site difficult? No, 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? Yes 8. Was the stylet in place inside the needle when advancing into the targeted site? No. 9. How many biopsies were obtained with use of this needle? 1 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With a new one.

Manufacturer narrative:
PMA/ 510 k #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.